Manufacturer narrative:
Return device analysis: the spectra cylinder was visually inspected and functionally tested. It performed within specifications.

Event description:
It was reported that the patient had one 12 mm cylinder from his spectra penile prosthesis removed and replaced with a 9.5mm spectra penile prosthesis cylinder due to a pending distal erosion. No additional patient complications were reported in relation to this event.